Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Per dealer, received an email from her customer that stated that the caster and the caster holder was bent.